Event description:
The manufacturer received report regarding a dreamstation auto CPAP. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-47585. This report was submitted as a duplicate report of the previously submitted report.¿